Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was confirmed; water tightness was not maintained due to holes in the curved rubber. Coating of the image guide coil was found to be peeling off (1mm2 or more), there was some liquid leakage in the illumination lens, scratches on the insertion tube were observed, water tightness of the operating part was not maintained, and there was a check for backlash in the operation part. Additionally, the eyepiece was loose, scratches were found on the eyepiece, scratches were found on the grip and operation unit cover; scratches were also found on the angle lever and up/down plate, and the ventilation mouth ring under the grip was scraped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus loaner repair department reported pinholes in the bending rubber on the tracheal intubation fiberscope. There was no procedural impact reported or patient harm associated with the event. The device was returned and evaluated, and the coating of the image guide coil was found to be peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.